Event description:
The patient was implanted with a left ventricular assist device (lvad). It was that the patient had a pump exchange performed due to a driveline infection. The subject pump was returned to the manufacturer for evaluation.

Manufacturer narrative:
The subject device was returned to the manufacturer for evaluation and is currently being analyzed. Ther info is available at this time. A supplemental report will be submitted when the device analysis is completed